Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. The current blood glucose was 240 mg/dl. The customer been using the insulin pump system within 48 hours of at the time high blood glucose event. The customer stated that high pressure test did not pass when test was performed. The insulin pump will be returned for analysis.